Event description:
The customer stated they heard a loud noise and saw smoke coming out of the left side of the integra 400 plus around the water tank. The customer smelled something burning. The customer was told to turn off the analyzer and not touch it. Nobody was hurt by this event. The field service representative replaced the power supply. He noted that about 10 cm above the analyzer there was a shelf and it seemed the place they installed the analyzer was not a well-ventilated area. The power supply was returned for investigation. There was a little fragment of something inside the power supply. No particular burns were noted inside or outside the power supply, but it was very dusty inside.

Manufacturer narrative:
The field service engineer confirmed there was no burning found on the integra analyzer or any other part of the device. The replaced power supply was checked during the investigation and there was no burning found. There were no reports of any fire alarms or a need to evacuate the laboratory.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).

Manufacturer narrative:
Pictures of the power supply were provided for investigation. Based upon the pictures provided, the failure mode is consistent with the fans being blocked or airflow restricted. The power supply at the facility has been replaced with a new version which contains an over-temperature switch off circuit. All parts and plastics are ul rated accordingly. There was no risk of fire and no one was injured.